Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision procedure on (B)(6) 2025 [related manufacturer reference number: 3006705815-2024-03534 and 3006705815-2024-03535], the leads were fractured inside the ipg ports. Surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced to address the issue. Therapy was restored post procedure.